Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent implant of an optease retrievable vena cava filter. The device was not removed and it has subsequently caused, inter alia, severe and permanent injuries to the patient. The patient has suffered and will continue to suffer significant medical and related expenses, lost wages, impairment of power to labor and earn money, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information received in the patient profile form (ppf) indicated that the filter is unable to be removed and has caused the patient to experience anxiety. The indication for the indication for the device implant as well as the patient¿s medical history has not been provided. The product was not returned for analysis and the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The reported ¿device unable to be removed¿, could not be confirmed and could not be further clarified at this time. Without the procedural films and/or post implant images to review, the reported retrieval difficulty could not be confirmed. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. The information provided does not mention any specific malfunction of the device. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates the filter is unable to be removed and has caused the patient to experience anxiety. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the device implantation date is unknown. Complaint conclusion: as reported by the legal department, the plaintiff underwent placement of an optease retrievable vena cava filter at (B)(6) hospital. No physician ever removed the retrievable device and it has subsequently caused, inter alia, severe and permanent injuries to the plaintiff. He has suffered and will continue to suffer significant medical and related expenses, lost wages, impairment of power to labor and earn money, extreme pain and suffering, loss of enjoyment of life, disability, and other losses.  The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Given the limited information available for review at this time, the product malfunction could not be determined and thus was captured generically as ¿damaged¿.  The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated.  The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The product¿s instructions for use indicates that the device should only be used by physicians who are trained in diagnostic and percutaneous interventional techniques, for instance placement of vena cava filters. At this time, there is nothing to suggest that the unspecified allegation against the device is related to the design or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff underwent placement of an optease retrievable vena cava filter at (B)(6) hospital. No physician ever removed the retrievable device and it has subsequently caused, inter alia, severe and permanent injuries to the plaintiff. He has suffered and will continue to suffer significant medical and related expenses, lost wages, impairment of power to labor and earn money, extreme pain and suffering, loss of enjoyment of life, disability, and other losses.